Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the first night the patient started the therapy, they experienced pain and had urgency to void but could not void anything. The patient experienced the same pain last night and got up 4-5 times with the urgency to void but could not void nothing. Additional information was received one day later. The patient had leaks now which they weren¿t having prior to the evaluation; however, they decreased stimulation down to 0.2 and the leaks decreased. Additional information was received on 2017-may-07. Last night around midnight, the patient experienced pain, couldn¿t urinate, and just dribbled until about 9am this morning. Additional information was received one day later. It was reported that the batteries in the patient¿s controller were low. Additional information was received on 2017-may-09. It was reported that the device was shut off for an unknown amount of time and when it was turned back on this morning, instead of feeling stimulation at 0.4, the patient felt it at 0.9 in their leg area. The patient was unable to void on their own ever since the device was turned off by accident by the patient. The patient attempted to self-void and it was very painful and nothing comes out. The patient was not sure why all of a sudden, they were unable to self-void. The patient was on program 3 and increased stimulation until they felt the flutter at 0.9 since they could not feel it at 0.4, and increased to 1.0 and was comfortable, but the flutter was now in their leg. The patient was advised to speak with their doctor about the pain when attempting to void. Additional information was received one day later. The patient urinated fine yesterday until 7am but had some complications not regarding the therapy. The patient saw their doctor yesterday and had a restriction and the doctor had to cath the patient. Additional information was received on 2017-may-11. The patient had a constriction yesterday and had to go to the doctor¿s office to have a foley cath placed. The foley cath was removed and this morning and the patient voided a few times on their own with no issues. It was noted things were back to going well. Additional information was received a day later. It was reported that things were not going so well. Late yesterday, the patient had to go to the emergency room due to dealing with constriction again. It was noted stimulation amp level was at 0.4 and the patient had pain from the constriction. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.